Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a cardiogenic embolus of the left middle cerebral artery, m1 proximal segment. During the procedure, ischemic stroke was confirmed in the peripheral of the treated area and no additional treatment was performed. The patient recovered and was discharged approximately one month later. The physician's opinion that was reported indicated that there was a relationship with the device and the procedure to the ischemic stroke, as the embolization occurred at the peripheral of the treatment vessel. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a cardiogenic embolus of the left middle cerebral artery, m1 proximal segment. During the procedure, ischemic stroke was confirmed in the peripheral of the treated area and no additional treatment was performed. The patient recovered and was discharged approximately one month later. The physician's opinion that was reported indicated that there was a relationship with the device and the procedure to the ischemic stroke, as the embolization occurred at the peripheral of the treatment vessel. No further information is available.